Event description:
A 26mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The aortic aneurysm sizing is unknown. The iliac vessels has a small amount of calcification but no tortuosity. It is reported that the surgeon (implanting physician) was not available to perform the bilateral femoral cutdowns; therefore, the primary physician decided to start the case using a percutaneous approach. Since there was no open access to the iliac artery, the primary physician introduced a 6fr dilator and gradually increased the dilator size by 2 french increments to enable the insertion of the 22 french sheath. The stent graft deployed without difficulty and the 22 fr french sheath was pulled back. It is reported that the physician who usually pulls the runners back did not do so during this procedure. It is reported that an inexperienced physician present during the case pulled the runners back. The physician pulled back the runners and pushed forward on the device at the same time causing the stent graft to be pulled down to the bifurcation into the 22 french sheath and imbedded the stent graft so that the contralateral leg could not be accessed. It is reported that the implanting physician tried trouble-shooting techniques but they were not successful; therefore, the physician decided to perform open conversion to repair the aneurysm. The patient was reported to be fine post procedure and there was no additional adverse clinical sequelae reported related to this event.